Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2017 the patient had wound dehiscence and their device had partially come out of the incision. No known causes were reported. The patient saw a surgeon on (B)(6) 2018 and a surgery was scheduled for (B)(6) 2018 to explant the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the issue was not determined. The ins was explanted, but not returned and the hcp sent it to pathology. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's weight was provided. No further complications were reported.